Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
According to the field service engineer (fse), the reported problem was solved by cleaning the connection of the expiratory channel printed circuit board (pcb). After cleaning, the ventilator passed all functional and safety tests and was cleared for clinical use. The failure is pre-use check related.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer ref. #: (B)(4).